Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. It was reported that a motor stall occurred and didn't recover. There was a return of spasticity along with nausea and vomiting. There were no environmental, external or patient factors which may have led or contributed to the issue. The stall was discovered via interrogation of the pump. It was noted the stall exceeded 48 hours. The issue was not resolved at the time of the report. It was noted that surgical intervention was planned. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.